Event description:
It was reported by the customer's husband that the customer had an issue with the sensor. Customer had a blood glucose level of 34 mg/dl. Customer's husband stated that the sensor was slightly bent and had a little curve in it, but it was not as bad as some that he had seen. Caller stated that the alarm could have been a lost sensor alert but was unable to confirm. Customer treated with breakfast and stated that sometimes her blood glucose level would drop low at night. Customer was advised to speak to their health care provider. Caller stated that since the sensor lost connectivity, it did not alert her that she was going low. Customer was offered troubleshooting and will call back. No further assistance needed.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test dop114-830. Sensor passed per spec. With accurate readings. Also found sensor's cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm customer complaint due to customer returning sensor with no needle.